Event description:
Customer reportedly obtained results of 230 mg/dl, 185 mg/dl, 176 mg/dl, 167 mg/dl, 168 mg/dl and 100 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.